Manufacturer narrative:
One opened and or used sensor was inspected, found sensor cannula was bent and retracted inside sensor base, unable to confirm if customer received sensor in said condition due to sensor was returned opened and or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was inserting an enlite sensor and when they turned it on and tried to link the sensor from the pump, nothing happened. After a while, customer removed the sensor and saw no sensor cannula. Customer has the sensor to return but wanted to know if something was happening. Customer was advised that if it feels like it is inside the body, they should go get an x-ray done. Sensor will be replaced. No further assistance requested.